Manufacturer narrative:
Correction to device serial number.

Event description:
As reported per the edwards clinical specialist (cs), during a transapical tavr procedure, the first valve was placed too ventricular. A second valve/delivery system was prepped and advanced through the sheath, however, after it had exited the sheath, the first valve embolized ventricular. The second delivery system was used to snare the first valve and then the system was advanced into the annulus. The second valve was deployed 50:50 into the native annulus and the first valve was pulled into the lvot. The first valve again embolized ventricular and was later removed surgically. The apex was successfully closed and they began removing the peripheral sheaths, when it was noted that the second valve had embolized into the aorta and had flipped. The valve was snared by a bav balloon and pulled into the aortic arch where a stent was deployed within the valve. Additional information revealed: on tee the valve measured 23mm, by CT 22.4mm x28.7mm. The native valve/leaflet calcification was moderate and aortic root calcification was mild. The first valve was deployed too ventricular. A second valve was inserted and as it exited sheath, the first valve was noted to have embolized into the ventricle. At this time the patient was put on pump. An attempt was made to remove the second valve system through the sheath, but was unsuccessful. Then attempts were made to place a long 14fr sheath in the left femoral artery with the thought to deliver a bav balloon to grab and pull the embolized valve into the lvot, but they were unable to obtain access due to extreme tortuousity of the vessel. They ultimately used the second valve system to snare the embolized valve, and were able to pull in into the lvot as they deployed the 2nd valve in the annulus. The first valve embolized again into the ventricle. The 2nd valve appeared well positioned and via echo had no pvl and mild central ai. The embolized valve was removed through a ventricular cutdown and the ventricle was repaired successfully. As the femoral sheaths were removed, it was discovered that the second valve had embolized aortic and flipped. Using a 25mm bav balloon, the valve was pulled back into the aortic arch. The first attempt in delivering a non-edwards stent failed due to the tortuosity , had to deploy in the external iliac. They exchanged for a 14fr sheath and then successfully deployed the non-edwards stent inside the valve. An iabp was placed, all other lines were removed and the patient went sent to the unit. No prosthetic valve remained in the patient's native aortic valve. The patient later expired. On discussion with the cs, it was indicated that the sequence of events resulting in the 2 valve embolizations may have been related to the borderline size of the valve/ outer edge of the size annulus for a 26mm valve.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device malposition/embolization requiring intervention and regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that a combination of patient factors may have contributed to the aortic embolization. On tee the native valve measured 23mm, however, by CT was 22.4mm x28.7mm, indicating that the long axis measurement of the CT was potentially larger than the recommended size for a 26mm valve. In the setting of moderate native valve/leaflet calcification and mild aortic root calcification, this may have contributed to the sequence of events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.